Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer generated an error message indicating ¿warning - loss of communication¿ while starting up the analyzer and was unable to complete the startup. The analyzer was replaced and passed the functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer generated an error message indicating ¿warning - loss of communication¿ while starting up the analyzer and was unable to complete the startup. Troubleshooting steps were taken including using ¿end session¿ options and turning the power off and on, but to no avail. It was noted that the mobile programmer application was used to complete the procedure. No patient complications have been reported as a result of this event.